Event description:
Additional information was received from the patient. It was reported that the patient needed an MRI and had been waiting for manufacturer representative approval. The therapy is working. The cause of the therapeutic benefit not improving was not determined. The patient also reported that they had experienced urinary retention prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they don't think the therapy is working properly and needs to be reprogrammed. Patient said that the therapy hasn't been working for probably about 4 weeks now. Patient also said they are having a hard time emptying their bladder and are retaining fluids. Patient charged their implant yesterday and noticed that their implant battery was low. During the call the patient was able to connect to their implant and turn their therapy back on. Patient adjusted their stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms.  .